Event description:
During a shoulder arthroscopy procedure utilizing a twinfix ultra 5.5mm plla/ha 2 ubwht/bl, it was reported that the tip of the anchor broke. The broken portion was removed and a back-up device was used to complete the procedure. It is unknown if the second anchor was implanted in the initial prepped site or if the site was left empty. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one 5.5mm twinfix ultra plla/ha anchor assembly was returned for evaluation. The reported complaint of anchor breakage was confirmed upon visual inspection. The anchor has broken at the suture eyelet. Due to the limited clinical details supplied regarding site preparation, technique utilized and bone quality no root cause can be determined at this time. A review of the manufacturing record did not identify any issues with the manufacture of this lot. No further investigation is warranted at this time. (B)(4).